Event description:
I've been using fixodent for approximately 10 years. I have been diagnosed with neuropathy in my left foot (toes). I also have numbness and tingling on my face (right cheek area), at times. Also numbness, burning and tingling in lower back area and down the right leg to the right outside of the right foot. Also my right hand is affected with numbness. Dose or amount: denture adhesive. Frequency: 2 x daily. Route: oral. Dates of use: 1999 to present 2009. Diagnosed or reason for use: denture adhesive. Event abated after use stopped or dose reduced: no.